Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer state that misses the plastic guard and the o ring. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly. No unexpected battery power loss alarm noted.